Manufacturer narrative:
(B)(4). Date of initial report: 11/17/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the device did not fully seal tissue. The forcetriad generator emitted a completed seal tone, but there was no observed effect on the tissue and bleeding resulted. No patient injury occurred.

Manufacturer narrative:
(B)(4). One lf4318 was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The device was activated on a simulated with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The rfid chip log was checked and the device did not show it was used previously. The investigation found the device to function normally and within specifications. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.